Event description:
It was reported that when the patient was seen for system check, right ventricular (rv) lead perforation of the right ventricular apex was identified. The patient was hospitalized and tests performed. Chest xray confirmed rv lead position was similar to the position post implant. There was no evidence of tamponade during echocardiography. Repeated chest xrays showed lung volumes diminished compared to 2 days prior. The rv lead were removed. No further patient complications have been reported as a result of this event. The patient is a participant in the refine ICD post-market study.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found, the distal lv (low voltage) electrode of the lead was covered in blood, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, the lead was returned with the helix bent. The lead was returned with dried blood on the helix and within the sleevehead.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).